Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopy pulmonary resection surgery, when at the pulmonary parenchyma the release was performed and the device could not fire halfway through, part of the reinforcement material and the stapler became detached from the tissue. It was noted that the firing stop about 1cm from the tip, the knife blade retracted and the reinforcement material wetted prior to use. To resolve the issue, the device was replaced and firing was performed again with a product of the same specifications, on almost the same line as the existing treatment line. Additional resection was performed, and additional suturing with the stapler.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopy pulmonary resection surgery, when at the pulmonary parenchyma the release was performed and the device could not fire halfway through, part of the reinforcement material and the stapler became detached from the tissue. It was noted that the firing stop about 1cm from the tip, the knife blade retracted and the reinforcement material wetted prior to use. To resolve the issue, the reload was replaced and firing was performed again with the same handle, on almost the same line as the existing treatment line. Additional resection was performed, and additional suturing with the stapler.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The rear end of the sled was visible at the 1.5cm cut line. The jaw of the reload was open. Staple pushers were visible at the 1cm cut line. The proximal sutures were cut properly. The distal sutures were returned intact. The reinforcement materials were cut at the 1.5cm cut line. It was reported that the device was not firing completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the trs material was torn or damaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.